Event description:
It was reported that the ilet bionic pancreas appeared to lose battery charge while on the charging pad, with the indicator showing charging and a solid light on the pad, and support directed the user to restart the device and observe whether the battery percentage increased during subsequent charging. Symptoms included no reported adverse physiological effects and no alerts or alarms. Outcomes included no need for medical attention and no impact to therapy continuity. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to inability to reproduce or confirm a device malfunction.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.